Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Note: explantation date given was only year 2020. Reason for device explant and/or reoperation: generalized illness and surgical intervention. Manufacturer¿s reference number: (B)(4).

Event description:
This event was reported to the FDA under medwatch report mw5092306. It was reported that a female patient who underwent breast surgery with two 425cc mentor smooth round moderate profile saline breast implants experienced hand pain, shoulder pain, foot pain, neck pain, inability to walk, anxiety, depression, numbness, tingling, hair loss, primary hyperparathyroidism, tumors in parathyroid gland, headache and sickness post procedure. In 2018, patient had surgery on her right shoulder and surgery on her left shoulder in 2019 due to pain. As a result, patient plans to have an explantation in 2020. This medwatch form is for the right breast prosthesis.